Manufacturer narrative:
It was reported by the physician that the guidewire split at the curved tip. The outer casing was removed with the coil part of the wire remaining in the brown port of the triple lumen catheter however, the md states they were able to use the other two ports of the line. The reporting facility has not provided an exact date for this incident. The reporting physician states, "the patient was critically ill and deemed unlikely to survive secondary to underlying illness and was placed on comfort care and ultimately died (date of death was not provided). Md reports, the central line did not contribute to his death". Physician further state's "since the patient did not survive, the line needed no further interventions". No further information is available. The sample is not available for returned and evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Corrected data: manufacturing report number- inadvertently reported as 1417592-2020-00047. Manufacturer information corrected.

Event description:
It was reported the guidewire split at the curved tip.